Manufacturer narrative:
Complaint (B)(4) no samples were received. No batch # for the 450230 was provided by the customer. Unfortunately, without basic information, a thorough investigation is not possible. We forwarded the complaint and picture to our affiliated headquarters in austria from which we receive the components of the product for their information. The complaint cannot be confirmed.

Event description:
Customer states needle bent when engaging the safety shield. No injury occurred. Lot number of quickshield holder unknown. The safety shield was engaged with thumb.